Event description:
The company was informed the recipient's device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections e.1, e.2 & e.3, g.2, b.5, a.1, a.2, a.3, d.1, d.4, h10, h.4, d.6a, d.6b, d.5, h.6, b.7. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable at this time. The recipient is reportedly a poor performer. The recipient remains implanted. The recipient is reportedly a non user of the device due to the lack of benefit received. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.